Event description:
This event is reportable based on the product analysis completed on 12/03/2009. It was reported that during a coronary drug eluting stenting treatment procedure, the device was unable to cross the lesion. Access was obtained through the femoral artery. The 90% stenotic lesion was located in the moderately calcified and severely tortuous mid left circumflex artery. Ivus was used in this procedure. The physician advanced the 3.5x28mm taxus liberte stent to the lesion and encountered significant resistance and was unable to cross. There were no patient complications. The procedure was completed with a promus stent. Patient status is reported as "good." However, the returned product analysis revealed that there was stent damage.

Manufacturer narrative:
Device evaluation: visual and microscopic examination identified distal stent damage. Stent strut rows 1 to 4 were pulled distally. The middle stent struts were slightly flared. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. Slight hypotube kinks were present throughout the entire length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A recommended size product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).